Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. No delivery anomaly noted. The stop current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and unexpected restart error test. Drive support disk was inspected and no anomaly was noted. Unit had minor scratched display window, scratched case, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 21 mg/dl at the time of the incident. The customer was at 123 mg/dl at the time of the call. The customer was given liquid glucose to treat. The customer experienced symptoms such as sounding out of it. The customer was wearing the insulin pump during the incident. Troubleshooting was completed but did not resolve the issue. The customer had another 21 mg/dl low on (B)(6) 2018. The customer reported their pump's drive support cap was sticking out. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. No delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Drive support disk was inspected and no anomaly was noted. Device had minor scratched display window, scratched case, cracked battery tube threads and cracked reservoir tube lip. The information provided that the date of event with the initial report was incorrect. The correct information has been included with this report. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Event description:
The incident date has been changed to (B)(6) 2018.